Manufacturer narrative:
This report is submitted on july 13, 2023.

Event description:
Per the clinic, the patient was treated with steroid (type, date and duration not reported) due to retention issue.